Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was sensor failure message. The staff tried to disconnect and reconnect the fiber optic cable, but the message persisted. The getinge representative advised that they can use the transducer, and disconnect the fiber optic cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering over half of the balloon. The pressure tubing was also returned. The sheath tubing was found accordioned along its length. The inner lumen within the membrane was deformed and completely separated approximately 20.1cm from iab tip. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.7cm from iab tip. A puncture on the membrane was observed 12.4cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 16.5cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. The other damages found on the iab may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).